Event description:
It was reported that a lcs15 was used during a laparoscopic splenectomy. It was reported by the affiliate that the instrument would not close and it was not flexible. There was no consequence to the pt.